Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded lcd board. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests or verify battery out limit alarm due to unresponsive buttons. No backlight turning on and off noted. The insulin pump had had cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the buttons were unresponsive. The customer mentioned that they received a battery out limit alarm. The customer's blood glucose was 436 mg/dl at the time of incident. The customer's blood glucose was 224 mg/dl at the time of call. The customer declined emergency medical services. The customer mentioned that they were off the insulin pump. The customer declined to troubleshoot for the battery out limit alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.